Event description:
It was reported that a pt developed paresthesia after placement of two ankylos implants; both were removed four days after placement. Follow-up information obtained approximately five weeks after the implants were removed indicates that the pt still experienced paresthesia and partial anesthesia. Prognosis is that the symptoms will persist for approximately two months.

Manufacturer narrative:
Though there is no indication that the implants involved malfunctioned or that permanent damage resulted in this case, this event meets the criteria for reportability per 21 cfr part 803 due to the fact that surgical intervention was required to preclude permanent damage to a body function. The device was returned for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.